Event description:
Event description guidant received information that during an elective device replacement procedure, this atrial lead was abandoned surgically due to a wire fracture. The fracture was located near the clavicle.